Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon on the stylet. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery (sds) was not returned. Only the stent implant, protective sheath, and stylet were returned. There was no blood or contrast visible. The first seven rows of proximal struts were slightly smashed. There were three bent struts in the first row of proximal struts and two bent struts in the second row of proximal struts. There was no other damage noted to the stent implant. The proximal outer diameter measurements could not be taken due to the damage. A snap gauge was used to measure the middle and distal outer diameters of the stent implant. The measurements met manufacturing criteria. The inner diameter of the flared end of the protective sheath was measured with pin gauges. Product performance engineering reviewed the incident information. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The proximal outer diameters of the stent could not be measured due to the damage noted; however, the distal and middle measurements met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. A conclusive cause was not determined for the failure during testing, however, a sampling of units was taken for acceptable quality level testing and all units passed; therefore, this lot was accepted. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. In this case, a conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality deficiency; no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.